Event description:
It was reported that the catheter was in place for approximately (45) days and was removed due to infection. The physician noted that approximately 2mm of the distal tip of the lumen was missing.